Event description:
An implant card was received which indicated that the vns lead and generator were replaced due to high impedance. A review of the internal programming history database did not find any diagnostic history available. No additional relevant information has been received to date. The explanted products have not been received to date.